Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2016 during a normal device change out procedure due to noise. The patient presented with chest pain, dyspnea on exertion, palpitations, dizziness, and fatigue. The patient was discharged post-procedure.